Event description:
Manipulation of the lead showed noise on recordings.

Event description:
It was reported that manipulation of the lead showed noise on recordings. It was removed from service and subsequently returned. High impedance, blood ingress, and dissatisfaction with product noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: defib conductor fractured; full lead returned. Other: it was reported that manipulation of the lead showed noise on recordings. It was removed from service and subsequently returned. High impedance, blood ingress, and dissatisfaction with product noted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed, mechanical tests performed, visual examination, component/subassembly failure. Lead conductor; device was out of specification in a manner that relates to event impedance, high, noise blood contaminated device, dissatisfaction.